Event description:
(B)(6), patient's nurse spontaneously called into report both patient's cadd ms3 pumps sn (B)(4) (1/16/2020) and sn (B)(4) (8/31/2019) shut off when not in use. They have tried changing the batteries multiple times. Error does occur while in use and has not caused any harm to the patient. Nurse believes there may be a problem with the internal battery. Replacement pumps will be sent. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Both pumps work while in use. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by: healthcare professional.